Manufacturer narrative:
Per the user guide: alarms display automatically to let you know of an actual or potential stopping of insulin delivery (for example, an alarm that the insulin cartridge is empty). Pay special attention to alarms. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 533 mg/dl with ketones. Customer went to the emergency room (ER) and intravenous insulin was administered. After a few hours, the customer left the ER feeling better with a bg in the mid-200s mg/dl. Customer failed to change cartridge after normal insulin usage, which led to a valid empty cartridge alarm and was reported to be cause of elevated bg. Tandem technical support assisted the customer with putting the pump in storage mode.